Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed using the footswitch instead of the hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no issues with system boot-up; the system started normally. However, the actual issue was related to the cine hand switch, which was not functioning correctly. Upon troubleshooting, the fse found that when the cine button was pressed, a message appeared stating, "exposure could not be prepared". During further inspection, the fse removed the wall cover and discovered that the connector in the exam room had been pulled loose and was not fully secured. To resolve the issue, the fse re-secured the connector. Afterward, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.